Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger was blocked, jammed and moving heavily, motor was seized, jammed, blocked and moving heavily and the control unit did not function and defective on the battery reamer/drill device. It was further determined that the device failed pretest for mode switch-test, check power at the motor with test bench.min. 190 to 250 w, function test ¿fwd¿ and "rev¿, check trigger and ecu (electric control unit) function, functional test, trigger test and marking & labeling. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.